Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022 a patient (pt) in (B)(6) posted on a social media website that while wearing the acuvue2 brand contact lens (cl) the pt had a ¿scar on the cornea.¿ on (B)(6) 2022, the pt placed new lenses, then two days later the pt woke with left eye (os) redness and discharge. The pt consulted an online ophthalmologist and was prescribed tobradex (frequency and duration were not provided). The pt reported the os was better after 5 days. The pt ¿waited a few days and put in a new lens¿ and the following day the os was ¿redder and with discharge.¿ the pt consulted with another ophthalmologist and was advised ¿a corneal lesion was found caused by some bacteria that was probably on the lens.¿ the pt was advised to use ¿another eye drop for several days¿ and the treatment with the antibiotic (name not provided) continues currently. The pt reported the ¿lesion has reduced¿ and also advised there is a ¿scar on the cornea.¿ on (B)(6) 2022, a call was placed to the pt who reported on (B)(6) 2022, the pt woke with os irritation. The pt continued to wear the suspect cl that day. On (B)(6) 2022, the pt reported red eye, discharge and was unable to open the eye. The pt had an online consult with an eye care professional (ecp) who prescribed an eye drop qid for 10 days (name of eye drop was unknown, not an antibiotic) for ¿potential conjunctivitis.¿ after using the eye drop for 5 days, the pt reported the os was better and the pt thought the os was ok. After 5 to 6 days, the pt inserted a new os cl and woke the following morning with os redness and discharge. On approximately (B)(6) 2022, the pt presented to an ecp who advised the pt it was a ¿bacterial infection¿ in the os and the eye was very ¿hurt¿. The pt was prescribed tobradex 2 drops tid for 7 days, but used the eye drop for 10 to 15 days. The pt reported 2 to 3 additional follow-up ecp visits but the dates were unknown. The pt advised after using the eye drops a few days the os symptoms improved, but the ecp was able to see a ¿lesion¿ on the eye. The pt reports after about 10 days, the ecp advised the os was ok, but a scar remains on the cornea. On (B)(6) 2022, the pt had a consult with the routine ecp who confirmed the os was ok, but advised the pt of a peripheral corneal scar os that didn¿t affect the va. The pt was advised she would need cataract surgery with an astigmatism lens on os ¿due to the scar¿ or the peripheral vision will be blurry. The pt reported a monthly cls replacement schedule. The pt has not yet returned to cls wear pending cataract surgery. On (B)(6) 2022 a call was placed to the pt¿s first treating ecp office. A representative advised the pt was seen in the office on (B)(6) 2022, no other ecp visits noted. On (B)(6) 2022, a call was placed to the pt¿s second treating ecp. A representative provided additional medical information. The pt was seen on (B)(6) 2022 for a routine exam. History of os corneal ulcer, diffuse keratitis. Pt referred for blepharoplasty consult. Pt returned on (B)(6) 2022 for tomography and field of vision testing. The refractive exams were not available. No additional medical information was provided. On (B)(6) 2022 the pt provided additional information. The pt reported daily cls wear with a monthly replacement schedule. The pt also reports using renu or ultrasept to clean the lenses. No additional medical information has been received from the pts treating ecps. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00z47l was produced under normal conditions. The os suspect cls was discarded. No additional evaluation can be conducted. It is unknown if the suspect os cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
It was noted during a file review on 15aug202, MDR # 1057985-2022-00057,initially submitted to the FDA on 11aug2022, contained an error in the summary in section b.5."it is unknown if the suspect os cl is available for return for evaluation." This sentence was reported in error. The correct statement is, "the os suspect cl was discarded. No additional evaluation can be conducted." If any further relevant information is received, a supplemental report will be filed.